Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation; however, there was no reported device malfunction. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use, as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal left anterior descending coronary artery with moderate tortuosity and moderate calcification. Following the deployment of a 2.25 x 23 xience xpedition stent, a dissection was noted. An additional xience xpedition stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.